Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, the customer went to the emergency room and was hospitalized due to a blood glucose (bg) level of 520 mg/dl. Bg was treated with intravenous fluids of saline and insulin which reportedly resolved the issue. At the time of the report with tandem technical support there was no permanent damage and the customer was still admitted to the hospital. Reportedly, the customer reverted to an alternate method of insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.